Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. The foreign material may have been unremoved because the device was not reprocessed properly by leak at the biopsy channel. However, a definitive root cause could not be identified. The event can be detected and prevented by following the instructions for use: IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal had an issue with clip getting stuck in channel when inserting instruments through it. A clip from a previous case falls into a patient. The issue occurred during reprocessing of a therapeutic esophagogastroduodenoscopy procedure that was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.